Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient's parent reported that the patient was involved in a car accident on (B)(6) 2023 between 9:40-10:30pm because they felt low. It was reported that the cgm was 141 mg/dl but their bg was 30 mg/dl. Somebody called an ambulance and the patient was taken to the hospital. At the hospital, the nurse treated the patient with IV. The patient was discharged the same day. At the time of the report the patient was doing fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.